Manufacturer narrative:
No report of patient involvement. UDI # (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. All system tubing was re-seated to resolve the reported issue.

Event description:
The hospital reported a leak in excess of 4.5lpm. There was no report of patient involvement.